Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 66mm diameter abdominal aortic aneurysm. It was reported that 9 heli-fx endoanchors were implanted prophylactically for prevention of neck dilatation and to treat an observed type ia endoleak during the index procedure. It was noted that the endoleak was resolved after the placement of the endoanchors. The cause of the event is due to aortic neck dilatation. No additional clinical sequelae were reported and the patient will be monitored by their physician.